Event description:
Initial report received on 10/11/2010: this case was reported by a division of evidence based medicine in dermatology (B)(4) via the (B)(6) health authority (B)(4). This group is conducting an injectable filler safety - study. The aim of the study is to register adverse events to these injectable filler materials in the german-speaking areas of europe. This case involves a (B)(6) female, pt. On (B)(6)2006 and (B)(6)2007, the pt had been treated with poly-l-lactic acid (sculptra, batch-no., unk); application site: forehead and left cheek. On (B)(6)2007, the pt suffered from nodules / induration (severe intensity) infraorbital, in (B)(6)2007 cheek bilateral, (B)(6)2008 lower jaw and temple area bilateral. Corrective treatment included oral steroids and antibiotics. Outcome: ongoing at the time of the report ((B)(6)2008). Assessment (from division of evidence based medicine in dermatology): the events were probable related to the treatment with poly-l-lactic acid.